Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the elevated bg. The customer continued to use the pump for insulin therapy.